Event description:
I was diagnosed with brca 1 in 2018. I had my first surgery (B)(6) 2018 where tissue was removed and expanders placed. My second surgery was in (B)(6) 2018 which is when I had implants placed. During that time I had problems with my implants. I went to a follow up with my plastic surgeon and they identified my implant had flipped. At the office visit one of the residents manually manipulated my right implant to correct the matter, this was painful along with the implant flipping due to shooting nerve pain. My surgeon felt that a second surgery would prevent this from occurring. She attributed the flipping to the pocket size and she reported that they had identified there was an issue with these particular implants flipping which she stated she had recently found out about. I asked her multiple times if I should have these implants exchanged because I did not want to deal with the flipping problem anymore. Since surgery, my right implant has flipped and I was unable to flip it back until recently. My left implant has also started flipping. Last night I was laying on my side and felt the entire implant and it was starting to turn sideways. Once I realized this I decided to roll over and attempt to turn my right side which worked. Now both of my implants are positioned properly. I endure pain due to the flipping. The pain is primary in my right breast and at times it wakes me up. After I got my implants I suffered from pain, mood changes and cognitive issues. I still am dealing with those issues. Severe breast pain. FDA safety report ID # (B)(4).